Event description:
It was reported the patient presented for implant procedure. During surgery, atrial leadless pacemaker (lp) required repositioning due to loss of capture after fixation. After several attempts, the lp would not fixate. The lp was removed and the helix was found to be stretched. A different lp was used to complete the procedure. The patient was in stable condition.